Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 9.9mmol/l with a lifescan meter and 216 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy; however, the meter was set to the incorrect unit of measurement without the patient's knowledge. This case is being reported as a malfunction, since the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the patient accidentally changing the settings.